Event description:
Reported issue: the device was found to be misaligned during use.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73j2100447. Investigation did not show issues related to the complaint.

Event description:
Reported issue: the device was found to be misaligned during use.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample appears used as there is biological material present on the device. The staples appear to be properly aligned. The stapler was returned with 11 staples left in the cover block, indicating that at least 24 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, a staple was unable to properly form. This was repeated four more times with the same result. The sample was disassembled to inspect the internal components. It was found that the cover block was partially detached from the trigger which prevented the staples from forming properly. The cover block was manually reattached to the trigger and the stapler was reassembled. The trigger was engaged, and a staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All three staples fired were able to engage and successfully close into the simulated skin pad. It could not be determined how or when the cover block became partially detached from the trigger. In addition, die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. Per DHR the product visistat 35w 6/box lot # 73j2100447 was manufactured on 09/1 4/2021 a total of (B)(4) pieces. Lot was released on 09/27/2021. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev 02, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." It could not be determined how or when the cover block became partially detached from the trigger. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. Die casting anomalies were discovered on the forming tool of the returned sample. The reported complaint of "failure to function - other" was confirmed based upon the sample received. The sample was returned with the cover block partially detached from the trigger. This prevented the staples from forming properly. Once the cover block was reattached to the trigger, the staples fired properly. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. It could not be determined how or when the cover block partially detached from the trigger. Die casting anomalies were discovered on the forming tool of the returned sample. Teleflex will continue to monitor and trend reports of this nature.